Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 195mg/dl on their meter and 160mg/dl on the lab. Tests were done within 10 mins with a difference of 22%. Pt did not experience any adverse events. Two control solution tests passed on the meter.